Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially applied and the interlock was triggered, damaged, and disengaged. Microscopic inspection noted no knife blade damage. Functionally, the sulu (single use loading unit) was reset and loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The knife cut completely and cleanly and the remaining staple line was properly formed. It was reported that a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The damaged lockout may occur when after firing the unit the lockout engages, if the unit was unclamped and then clamped again the lockout gets caught and causes the observed damage. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when a fired instrument is opened, the lockout device will deploy. The safety lock out prevents clamping of the instrument with a cartridge that has been fired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3, h6 (fdd a0401 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, preoperatively, when the user tried to insert the reload into the handle, it did not fit properly. The blue knife cover broke when the user tried fiddling with it. All parts were collected and a new reload was used. There was no patient injury.

Manufacturer narrative:
Correction: h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the loading unit was partially applied and the interlock was triggered, damaged, and disengaged. Microscopic inspection noted no knife blade damage. Functionally, the sulu (single use loading unit) was reset and loaded into the instrument. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The knife cut completely and cleanly and the remaining staple line was properly formed. It was reported that a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the most likely cause could not be established from the information available. The damaged lockout may occur when after firing the unit the lockout engages, if the unit was unclamped and then clamped again the lockout gets caught and causes the observed damage. It was also reported that the device was difficult to load. The reported issue could not be confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when a fired instrument is opened, the lockout device will deploy. The safety lock out prevents clamping of the instrument with a cartridge that has been fired. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter preoperatively, when the user tried to insert the reload into the handle, it did not fit properly. A part of the reload broke when the user tried fiddling with it. All parts were collected and a new reload was used. There was no patient injury.